Event description:
The customer reported the device would not shock. There was no pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The problem was traced to the connector cable of the paddle set. The paddle connector cable was adjusted to resolve the issue. The device caused all performance assurance tests and returned to use. This was a malfunction of the paddle connector cable.